Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 for diabetic ketoacidosis and high blood glucose. The customer stated they had a bent cannula on the same day, causing them to have elevated blood glucose. Customer's blood glucose at the time of admission was unknown. The customer reported feeling sick with nausea and vomiting from their high blood glucose. The customer stated they were not treated with insulin for their high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.